Manufacturer narrative:
Hardware low level failures alarm (variable info=3) confirmed in the pump history due to cracked solder joint on keypad assembly. No the hrm task did not grant motor power in reasonable time alarm and no failed battery alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm during performing self-test and failed battery alarm. The customer¿s blood glucose was 305 mg/dl at the time of incident. The customer also received the hrm task did not grant motor power in reasonable time alarm. The customer was able to clear and rewind the insulin pump. The insulin pump will be return for analysis.